Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5062124) in united states on 02-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, for birth control. After getting the essure birth control, she started having bad cramps and bleeding, her mouth always tasted like metal, teeth started breaking and chipping off. The enamel on her teeth has come completely off and it was very painful. The pain got so bad in her belly and vagina that she could not have intercourse with her husband. On (B)(6) 2016 she had to have a partial hysterectomy to take out the devices and now she cannot have anymore children. She received as concomitant medications: suboxone (8mg) and ibuprofen (800mg). Hospitalization, required intervention and other serious (important medical event) were reported as event outcome, but not specified or assigned to one of the events. Quality-safety evaluation of ptc ((B)(4)) received on 16-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having bad cramps (interpreted as lower abdominal cramps) and bad bleeding (interpreted as genital bleeding). She underwent a partial hysterectomy to remove the device, approximately 7 years after its insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding, abdominal pain and cramping may occur. In the present case, limited information was provided. Consumers concomitant conditions and medical history were not reported. She mentioned the use of suboxone as concomitant medication, but the specific indication was not provided. Despite the limited information, given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information cannot be obtained due to lack of reporters contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.